Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 01/2020).

Event description:
It was reported through the litigation process that the ivc filter embedment which caused multiple unsuccessful attempt to retrieve the filter and vein stenosis. The current status of the patient is unknown. New information: it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and embedded in wall of the ivc and struts perforated into organs. It was further reported that the thrombus was identified above the filter. The device has not been removed after two attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.

Event description:
It was reported through the litigation process that the ivc filter embedment which caused multiple unsuccessful attempt to retrieve the filter and vein stenosis. The current status of the patient is unknown. New information: it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and embedded in wall of the ivc and struts perforated into organs. It was further reported that the thrombus was identified above the filter. The device has not been removed after two attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately one year post filter deployment, patient presented for filter retrieval. Ivc venogram revealed denali filter at l2-3 level with the upper cone of the filter positioned approximately 2cm below the level of the renal veins and there was a longitudinally directed rectangular shaped filling defect extending cephalad from the upper cone of the ivc filter measuring approx. 3cm in length and 0.7 cm in width, representing thrombus. Hence, no attempt was made to retrieve the filter. Approximately one year later, patient again presented for filter retrieval. Initial venography revealed clot/tissue at the hook of the ivc filter. The filter and ivc are patent and the filter remains unchanged in position in an infra renal location, the legs of the ivc filter do not appear to extend beyond the wall of the ivc. Further, numerous repositioning techniques of the loop snare on the filter hook was performed, however, it was reported that the clot at the hook prevented the 9&1 french sheath sheaths from being able to unsheathe the ivc filter. The removal sheath specifically designed for bard denali filter also could not be passed over the apex of the filter most likely secondary to organized tissue or clot at the filter apex. Hence, the procedure was aborted. Approximately three months later, tip of the filter was inferior to the left renal vein by 10 mm, the tip of the filter was eccentric more anterior. Some of the leads penetrating the wall within 1mm. No evidence of penetration of the solid organs or vessels, and stenosis were noted. Therefor, the investigation is confirmed for retrieval difficulties. However, the investigation is inconclusive for perforation of the ivc and filter tilt. Additionally, it can be confirmed that the patient experienced thrombus above the filter post deployment. However, the relationship to the filter is unknown. Per medical records, attempts were made to engage the hook of the filter using snare and sheath but were unsuccessful due to thrombus present cephalad to the filter. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.